Event description:
It was reported there is static when the slave cable port is used. Holding continuous pressure on it is necessary to get it to work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board found out of electrical specification. Handle damaged.